Manufacturer narrative:
Product event summary #investigation summary - it was reported that there was an od, poor comm screen, no comm, an inability to charge, and no stim so they needed to schedule a por charge. As the event indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. The event was investigated to determine cause. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. See (B)(4) - CAPA monitor - overdischarged batteries (B)(4). There is an od because the patient did not maintain the ins. The root cause, if available, is documented in the referenced investigation record. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intractable pain in their trunk/limbs. The patient stated that they lost their recharger so the last time they felt stimulation and their last successful charging session was sometimes in 2016. On the day of the report they had a poor communication screen and were not able to communicate with their recharger. They lost their first recharger but when they got a new one they were not able to charge their implant because it was overdischarged. They got their new recharger a couple months ago and that is when they first found that they could not connect with their new recharger. The patient has an appointment with their healthcare professional (hcp) and wants to have a manufacture representative (rep) there to get it out of the overdischarged state so the patient was redirected back to their hcp to have a rep paged. Additional information was received from the manufacture representative (rep) via a patient on 2018-mar-23. The rep indicated that beginning on (B)(6) 2017, the patient was overdischarged. Based on the patient, this could be their second or third time. The implantable neurostimulator (ins) was overdischarged because the patient got side tracked from charging. The patient would coordinate a power on reset (por) charge with a rep. The rep did a ¿read batter¿ with no communication and the battery was superficial. The issue was not yet resolved but the patient was noted to be alive with no injury. It was unknown if surgical intervention was planned. It was reported that the patient has moved but were planning on having the same manufacturer's representative (rep). The patient was uncertain how many overdischarges this has been but stated that they have had multiple reps perform a few pmr¿s each and the device was not able to be recovered. The patient stated that the battery was deemed completely dead and they are meeting with the doctor in about a month where they are probably going to want to replace the device. The patient did not know their weight at the time of the event. The overdischarge has not been recovered and will likely be replaced. No further complications were reported or anticipated.